Event description:
It was reported that the target lesions were located in the mid to proximal circumflex artery (cx) with heavy tortuosity and heavy calcification. Pre-dilatation was performed, then the vision 2.75 x 28 mm stent was attempted to be placed in the mid cx. Due to the tortuosity and calcification, it was impossible to cross the lesion. During retraction, the stent implant became damaged after it became stuck inside the guiding catheter. However, it was able to be retracted from the guiding catheter. The guiding catheter was changed and many dilatations were performed. A new vision 2.75 x 28 mm stent was attempted, however it was also unable to cross the lesion in the mid cx. The procedure was completed with a vision 2.75 x 23 mm stent implanted in the mid cx with ballooning performed at the residual lesion. A non-specified 3.0 x 20 mm stent was implanted in the lesion located in the proximal cx. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filing, additional information was received stating: during retraction, the stent implant became damaged (flared) after it became stuck inside the guiding catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.